Manufacturer narrative:
Additional information: procedural images/data in the article provided the basis of the analysis. The images are inconclusive for the adverse events reported. Patient lesion/vessel morphology conditions and medical histories were detailed in the article and may have been a contribution factor to the outcomes reported. However, this cannot be confirmed. Annex d, annex g codes added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal article: intravascular imaging to guide lithotripsy in concentric and eccentric calcific coronary lesions authors: alessio mattesini, giulianardi, antonio martellini, carlotta sorini dini, brunilda hamiti, miroslava stolcova, francesco meucci, carlo di mario journal: cardiovascular revascularization medicine year: 2020 reference: doi.org/10.1016/j.carrev.2020.04. Patient death was also included in the results of the journal article, however no causal link suggesting that the medtronic device used in the patient cohort may have caused or contributed to the death was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - intravascular imaging to guide lithotripsy in concentric and eccentric calcific coronary lesions - was submitted for review. The aim of this prospective registry is the evaluation of the immediate procedural success and complications, in a real-world consecutive group, of highly coronary calcific lesions (ccls) treated following a specific algorithm of selection for intravascular lithotripsy (ivl) based on intravascular imaging with optical coherence tomography (oct) or intravascular ultrasound (ivus). A total of 31 calcified lesions in 28 patients were treated with ivl, followed by oct/ivus guided stent implantation with either a resolute onyx coronary drug eluting stent or other non-medtronic des. Intra operative complications included one dissection requiring an additional stent implantation and three peri-procedural myocardial infarctions (mi). Clinical outcomes at 30 days showed one sudden death on day 10, likely due to a cerebral hemorrhage. Intracoronary imaging findings detected significant stent malapposition. Overall, this study found that lesions treated with ivl followed by ivus/oct guided second generation des implantation delivered excellent immediate procedural results and short-term patient outcome, both in concentric or eccentric calcifications.